Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309620 and lot number 0216789. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ catheter tip syringe plunger was difficult to pull and got "stuck". The following information was provided by the initial reporter: "it seems we have a box of syringes that no one can draw up. When you pull the plunger, it gets stuck like the inside ledge is too big."